Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician received an unintended delivery of energy while disconnecting the defibrillator's associated electrode pads. Complainant did not indicate that there was any adverse effect to the clinician due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time and that they have been unable to obtain the facts surrounding this alleged incident.